Event description:
It was reported that wireless capability in the device is not available and the device is beeping. The most recent carelink transmission does not indicate that an electrical reset occurred. The patient is presently receiving radiation therapy. Previous experience on this device includes a power on reset, and that the patient had radiation therapy weeks prior to the report where the wireless capability in the device was determined to be no longer available. Currently, the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Previous experience from a retro review for devices still in use has been incorporated into this report.